Event description:
It was reported that 48 hours after a laparoscopic gastric bypass procedure, the patient was brought back into the or. A leak was discovered at the jejunojejunostomy area. There was a leak test performed at initial procedure and the case was completed with no patient consequence. Sutures were used to close the leak. There was no further patient consequence and the patient was released. The device was discarded. Additional follow- up was provided: a leak test was performed, no leak was identified. The doctor uses white on the bowel and blue on the stomach. Patient returned 48 hours later due to a popping sensation, elevated bp and bile in the drains. Patient reoperated and a leak was identified at the jejunojejunostomy. The doctor oversewed the stapleline. The device was discarded as there was no issue during the initial operation. The leak occurred at the second firing of the pouch. The patient is doing well and has been released. The rep was not present in the case.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.